Event description:
It was reported that the patient underwent manipulation under anesthesia due to a limited range of motion on the left knee after a tka.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The devices were manufactured in 2018. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: per report, no further information can be obtained from the site. Without the relevant clinical information, mua report, or the device a thorough medical investigation cannot be rendered nor can the impact to the patient determined. Therefore, no further clinical/medical investigation is warranted at this time. Should additional relevant medical information be provided this complaint will be re-assessed. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.